Event description:
It was reported that upon interrogation, the pulse generator displayed a message indicating erroneous device parameters. The device was reprogrammed and normal function resumed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.